Event description:
It was reported that the patient developed an infection. Vegetation was observed on both right atrial (ra) and right ventricular (rv) leads. The implantable pulse generator (ipg) system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.